Event description:
It was reported that the ctr nut of the crosslink broke during provisional tightening. Although the implant was used in surgery, no pt complications were reported.

Manufacturer narrative:
(B) (4): the crosslink was returned for eval. Visual and optical examination confirmed the fracture of the lock nut. Optical examination indicated the nut broke due to torsion apparently resulting from over tightening of the lock nut. The surface follows the helical trajectory of the nut threading and is fairly brittle in nature. A review of the device history records did not identify any applicable nonconformance to spec.